Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners, display window, reservoir tube, reservoir tube window and battery tube threads. Unit received with partially broken reservoir tube lip. Unit received with minor scratched lcd window.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 86 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.